Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the universal key chuck attachment w/ key 1000 rpm was making a weird sound before the surgery, after that, it was not used. The surgery is completed with another device but was delayed 30 minutes. No additional clinical info was received prior to this report.